Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported malfunction. The device's defib receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would restarted/rebooted itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.